Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have a pericardial effusion. The patient remained in the hospital for 4 days to remain under observation by the physician. The pericardial effusion is resolved at this time.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have a pericardial effusion. The patient remained in the hospital for 4 days to remain under observation by the physician. The pericardial effusion is resolved at this time. It was further reported that the physician performed a pericardiocentesis to treat the posterior pericardial effusion. Following the treatment the effusion was resolved. The patient did not have any other consequences as a result of this event. The patient is doing well and has since been discharged from the hospital.